Event description:
It was reported that the device stopped working during the procedure. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral (sfa) and popliteal arteries. Atherectomy was performed in the sfa. During advancement to the popliteal artery, about at the 8 minute mark of the using the device, the motor made a very high pitch sound or noise and stopped working. The device was removed from the patient and tested outside the patient's body and again it did not work. The procedure as completed with a 1.5 jetstream. No issues were reported with the capital equipment. There were no patient complications and the patient's status was okay after the case. Device analysis revealed no damage on the device. The functionality of the device was checked and the device primed and ran as designed. No abnormal noises were heard from the device. The device ran for a period of 3 minutes with no issues. The device was running in blades up and down modes and no issues were noticed.

Event description:
It was reported that the device stopped working during the procedure. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral (sfa) and popliteal arteries. Atherectomy was performed in the sfa. During advancement to the popliteal artery, about at the 8 minute mark of the using the device, the motor made a very high pitch sound or noise and stopped working. The device was removed from the patient and tested outside the patient's body and again it did not work. The procedure as completed with a 1.5 jetstream. No issues were reported with the capital equipment. There were no patient complications and the patient's status was okay after the case. Device analysis revealed no damage on the device. The functionality of the device was checked and the device primed and ran as designed. No abnormal noises were heard from the device. The device ran for a period of 3 minutes with no issues. The device was running in blades up and down modes and no issues were noticed. It was further reported that the procedure was completed with a 1.6 jetstream instead of a 1.5 jetstream as previously reported.